Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: unk-p-scs-paddle_leads. Serial number: n/I. Batch/lot number: n/I. Model/catalog description: unk-p-scs-paddle_leads. Unique identifier (UDI)#: n/I.

Event description:
It was reported that the patient was only getting one sided stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The patient was doing well with bilateral coverage postoperatively.